Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that air was not detected by the device's air-in-line detector. The customer provided a screenshot of the device settings for the cvicu which show that the accumulated air-in-line is checked (enabled) with the air in line threshold at 50 microliters. It was later reported that while the rn was trying to remove the air from the line there was a delay in administering the vasoactive medication which resulted in the patient arresting, requiring resuscitation, and subsequently being placed on ECMO. The customer reported that the air in the line was in a striping pattern. It was later reported that the patient survived the event and that there was no lasting patient harm.

Event description:
The customer reported that air was not detected by the device's air-in-line detector. The customer provided a screenshot of the device settings for the cvicu which show that the accumulated air-in-line is checked (enabled) with the air in line threshold at 50 microliters. It was later reported that while the rn was trying to remove the air from the line there was a delay in administering the vasoactive medication which resulted in the patient arresting, requiring resuscitation, and subsequently being placed on ECMO. The customer reported that the air in the line was in a striping pattern. It was later reported that the patient survived the event and that there was no lasting patient harm.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.